Event description:
THIS REPORT SUMMARIZES REPORTED INCIDENTS WHERE 5 PATIENTS EXPERIENCED URETHRAL STRICTURE, 1 EXPERIENCED BLADDER NECK CONTRACTURE, 1 HAD CLOT, 33 EXPERIENCED BLEEDING AND 29 URINARY TRACT INFECTION, AND 11 PATIENTS REQUIRED CATHETERIZATION. DEVICE RELATIONSHIP TO THE EVENTS REPORTED IS NOT PROVIDED. TYPE OF PROCEDURE: PROCEDURE FOR LASER ENUCLEATION OF THE PROSTATE. AGE: AVERAGE AGE OF 70 YEARS. SEX: FEMALE: 0% / MALE: 100%. BOSTON SCIENTIFIC PERFORMED A COMPARATIVE SAFETY ANALYSIS OF HOLMIUM AND THULIUM FIBER LASER (TFL) LASER ENUCLEATION OF THE PROSTATE. THIS ANALYSIS AIMED TO ASSESS AND COMPARE THE RATE OF BLADDER NECK CONTRACTURE, URETHRAL STRICTURE, URINARY TRACT INFECTION, AND BLEEDING EVENTS AFTER DIFFERENT MODALITIES OF PROSTATE ENUCLEATION OF PROSTATE. THE PROCEDURES WERE PERFORMED FROM (B)(6) 2021 TO (B)(6) 2025. WITHIN THIS ANALYSIS, A TOTAL OF 672 PATIENTS UNDERWENT LASER ENUCLEATION OF THE PROSTATE PROCEDURE. FOLLOWING THE PROCEDURES, 69 PATIENTS EXPERIENCED URETHRAL STRICTURE, BLADDER NECK CONTRACTURE, CLOT, BLEEDING AND URINARY TRACT INFECTION THAT REQUIRED HOSPITALIZATION READMISSION OR RETREATMENT. OF THESE, 11 PATIENTS REQUIRED CATHETERIZATION. PATIENT EVENTS WERE IDENTIFIED AS EVENT TERMS WITH RATES. MULTIPLE EVENT TERMS MAY APPLY TO A SINGLE PATIENT. DATA INCLUDES NEWLY IMPLANTED PATIENTS AND FOLLOW UP OF PATIENTS INCLUDED IN THE PREVIOUS DATA SET. DATA OBTAINED FROM TRUVETA FOR THIS STUDY IS DE-IDENTIFIED BEFORE BEING ACCESSED BY BOSTON SCIENTIFIC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO OUR ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE STUDY DATA DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.

Manufacturer narrative:
TIMEFRAME OF ADVERSE EVENT DATA: ADVERSE EVENTS FROM LASER ENUCLEATION OF THE PROSTATE PROCEDURES PERFORMED FROM 14 JANUARY 2021 TO 29 AUG2025. RACE: WHITE 81%, BLACK OR AFRICAN AMERICAN 8.5%, ASIAN 1.6%, OTHER RACE 3.6%, UNKNOWN 5.8%. ETHNICITY: HISPANIC OR LATINO 9.4%, NOT HISPANIC OR LATINO 86% AND UNKNOWN 4.9%. SUMMARY OF ADVERSE EVENTS: FOLLOWING PROCEDURES INVOLVING MOSES FIBERS, 5 PATIENTS EXPERIENCED URETHRAL STRICTURE, 1 EXPERIENCED BLADDER NECK CONTRACTURE, 1 HAD CLOT, 33 EXPERIENCED BLEEDING AND 29 URINARY TRACT INFECTION. 11 PATIENTS REQUIRED CATHETERIZATION. TOTAL NUMBER OF PATIENTS: 672. CONTEXTUAL ANALYSIS OF STUDY DATA: WHEN COMPARED TO HOLEP ADVERSE EVENT RATES IN PUBLISHED SYSTEMATIC REVIEWS AND META-ANALYSES, ALL RATES OBSERVED IN THIS STUDY ARE IN LINE WITH THE STATE-OF-THE-ART RATES IN LITERATURE. THERE WERE NO UNEXPECTED ADVERSE EVENTS IN THIS STUDY. THE RATE OF 0.7% URETHRAL STRICTURE IS WITHIN THE REPORTED RANGE OF 0.5% TO 6.6% URETHRAL STRICTURE IN HOLEP LITERATURE. THE RATE OF 0.1% BLADDER NECK CONTRACTURE IS BELOW THE REPORTED RANGE OF 0.9% TO 4.7% URETHRAL STRICTURE IN HOLEP LITERATURE. THE RATE OF 1.6% CATHETERIZATION IS BELOW THE REPORTED RATES OF RECATHETERIZATION (3.3%3 TO 4.5%4) IN HOLEP LITERATURE. THE 0.1% RATE OF CLOTS IS BELOW THE REPORTED RANGE FOR CLOT RETENTION (0.3% TO 3%) CLOTS IN HOLEP LITERATURE. THE 4.9% RATE OF BLEEDING IS WITHIN THE REPORTED RANGE OF BLEEDING (0%5 TO 11%4) IN HOLEP LITERATURE. THE 4.3% RATE OF URINARY TRACT INFECTION IS A COMPARABLE RATE TO THE INFECTION/URINARY TRACT INFECTION RATES IN HOLEP LITERATURE (0.6% TO 2.8%6,7 4 AND UP TO 9.78% IN HIGH-RISK PATIENTS). THERE WERE NO UNEXPECTED ADVERSE EVENTS IN THIS STUDY. 1. PANG KH, ORTNER G, YUAN Y, BIYANI CS, TOKAS T. COMPLICATIONS AND FUNCTIONAL OUTCOMES OF ENDOSCOPIC ENUCLEATION OF THE PROSTATE: A SYSTEMATIC REVIEW AND META-ANALYSIS OF RANDOMISED-CONTROLLED STUDIES. CENT EUROPEAN J UROL. 2022 2022;75(4):357-386. 2. DARYANTO B, SURYANULLAH WS, PUTRA PYP. HOLMIUM LASER ENUCLEATION OF THE PROSTATE VERSUS TRANSURETHRAL RESECTION OF THE PROSTATE IN TREATMENT OF BENIGN PROSTATIC HYPERPLASIA: A META-ANALYSIS OF 13 RANDOMIZED CONTROL TRIALS. CURRENT UROLOGY. 2024 2024; 3. GAUHAR V, GILLING P, PIROLA GM, ET AL. DOES MOSES TECHNOLOGY ENHANCE THE EFFICIENCY AND OUTCOMES OF STANDARD HOLMIUM LASER ENUCLEATION OF THE PROSTATE? RESULTS OF A SYSTEMATIC REVIEW AND META-ANALYSIS OF COMPARATIVE STUDIES. EUROPEAN UROLOGY FOCUS. 1 2022;8(5):1362-1369. 4. ABID A, PIPERDI H, BABAR M, ET AL. MINIMALLY INVASIVE SURGICAL THERAPIES FOR BENIGN PROSTATIC HYPERPLASIA IN THE GERIATRIC POPULATION: A SYSTEMATIC REVIEW. PROSTATE. JUL 2024;84(10):895-908. 5. CAPOGROSSO P, FALLARA G, POZZI E, ET AL. RATES AND PREDICTORS OF POSTOPERATIVE COMPLICATIONS AFTER HOLMIUM LASER ENUCLEATION OF THE PROSTATE (HOLEP) AT A HIGH-VOLUME CENTER. MINERVA UROLOGY AND NEPHROLOGY. 1 2022;74(4):461-466. 6. PORRECA A, COLICCHIA M, TAFURI A, ET AL. PERIOPERATIVE OUTCOMES OF HOLMIUM LASER ENUCLEATION OF THE PROSTATE: A SYSTEMATIC REVIEW. UROL INT. 1 2022;106(10):979-991. 7. ULERI A, LONG DEPAQUIT T, FARRE A, ET AL. THULIUM FIBER VERSUS HOLMIUM:YTTRIUM-ALUMINUM-GARNET LASER FOR ENDOSCOPIC ENUCLEATION OF THE PROSTATE: A SYSTEMATIC REVIEW AND META-ANALYSIS. EUR UROL FOCUS. JUN 18 2024; 8. ZHENG X, PENG L, CAO D, ET AL. HOLMIUM LASER ENUCLEATION OF THE PROSTATE IN BENIGN PROSTATE HYPERPLASIA PATIENTS WITH OR WITHOUT ORAL ANTITHROMBOTIC DRUGS: A META-ANALYSIS. INTERNATIONAL UROLOGY AND NEPHROLOGY. 2019 2019.

Event description:
ï»¿Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;21296010,,,10/7/2025,Moses,Powered Laser Surgical Instrument,UNK-P-Moses_Fibers,,UNK-P-Moses_Fibers,,,K170121,10/7/2025,IN,"This report summarizes reported incidents where 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection, and 11 patients required catheterization. Device relationship to the events reported is not provided.;;Type of Procedure: Procedure for laser enucleation of the prostate ;;Age: Average age of 70 years;Sex: Female: 0% / Male: 100%;;Boston Scientific performed a Comparative Safety Analysis of Holmium and Thulium Fiber Laser (TFL) Laser Enucleation of the Prostate. This analysis aimed to assess and compare the rate of bladder neck contracture, urethral stricture, urinary tract infection, and bleeding events after different modalities of prostate enucleation of prostate. The procedures were performed from 14 January 2021 to 29 August 2025. Within this analysis, a total of 672 patients underwent laser enucleation of the prostate procedure. Following the procedures, 69 patients experienced Urethral Stricture, Bladder Neck Contracture, Clot, Bleeding and Urinary Tract Infection that required hospitalization readmission or retreatment. Of these, 11 patients required catheterization.;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data includes newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.","Timeframe of Adverse Event Data: Adverse Events from laser enucleation of the prostate procedures performed from 14 January 2021 to 29 Aug2025;;Race: White 81%, Black or African American 8.5%, Asian 1.6%, Other Race 3.6%, Unknown 5.8%.;Ethnicity: Hispanic or Latino 9.4%, Not Hispanic or Latino 86% and Unknown 4.9%.;;Summary of Adverse Events: Following procedures involving Moses Fibers, 5 patients experienced urethral stricture, 1 experienced bladder neck contracture, 1 had clot, 33 experienced bleeding and 29 urinary tract infection. 11 patients required catheterization.;Total Number of Patients: 672;;Contextual Analysis of Study Data:;When compared to HoLEP adverse event rates in published systematic reviews and meta-analyses, all rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study. ;;The rate of 0.7% urethral stricture is within the reported range of 0.5% to 6.6% urethral stricture in HoLEP literature.;The rate of 0.1% bladder neck contracture is below the reported range of 0.9% to 4.7% urethral stricture in HoLEP literature.;The rate of 1.6% catheterization is below the reported rates of recatheterization (3.3%3 to 4.5%4) in HoLEP literature. ;The 0.1% rate of clots is below the reported range for clot retention (0.3% to 3%) clots in HoLEP literature.;The 4.9% rate of bleeding is within the reported range of bleeding (0%5 to 11%4) in HoLEP literature. ;The 4.3% rate of urinary tract infection is a comparable rate to the infection/urinary tract infection rates in HoLEP literature (0.6% to 2.8%6,7 4 and up to 9.78% in high-risk patients).;;;There were no unexpected adverse events in this study.;;1. Pang KH, Ortner G, Yuan Y, Biyani CS, Tokas T. Complications and functional outcomes of endoscopic enucleation of the prostate: a systematic review and meta-analysis of randomised-controlled studies. Cent European J Urol. 2022 2022;75(4):357-386. ;2. Daryanto B, Suryanullah WS, Putra PYP. Holmium laser enucleation of the prostate versus transurethral resection of the prostate in treatment of benign prostatic hyperplasia: A meta-analysis of 13 randomized control trials. Current Urology. 2024 2024;;3. Gauhar V, Gilling P, Pirola GM, et al. Does MOSES Technology Enhance the Efficiency and Outcomes of Standard Holmium Laser Enucleation of the Prostate? Results of a Systematic Review and Meta-analysis of Comparative Studies. European Urology Focus. 1 2022;8(5):1362-1369. ;4. Abid A, Piperdi H, Babar M, et al. Minimally invasive surgical therapies for benign prostatic hyperplasia in the geriatric population: A systematic review. Prostate. Jul 2024;84(10):895-908. ;5. Capogrosso P, Fallara G, Pozzi E, et al. Rates and predictors of postoperative complications after Holmium laser enucleation of the prostate (HoLEP) at a high-volume center. Minerva Urology and Nephrology. 1 2022;74(4):461-466. ;6. Porreca A, Colicchia M, Tafuri A, et al. Perioperative Outcomes of Holmium Laser Enucleation of the Prostate: A Systematic Review. Urol Int. 1 2022;106(10):979-991. ;7. Uleri A, Long Depaquit T, Farre A, et al. Thulium Fiber Versus Holmium:Yttrium-aluminum-garnet Laser for Endoscopic Enucleation of the Prostate: A Systematic Review and Meta-analysis. Eur Urol Focus. Jun 18 2024;;8. Zheng X, Peng L, Cao D, et al. Holmium laser enucleation of the prostate in benign prostate hyperplasia patients with or without oral antithrombotic drugs: a meta-analysis. International Urology and Nephrology. 2019 2019;",,Average 70 years,"Female: 0%; Male: 100%;",,,,"E1307, E2337, E1302, E0506, E1310",F23,A24,G07001,B17,C19,D12,No,0;